Event description:
It was reported by service report that there the siderail covers were broken with sharp edges, and the brakes were not holding. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken siderail covers with sharp edges. Worn gill brake plate kit.